Event description:
During a procedure to treat atrial tachycardia, a faradrive steerable sheath clear was selected for use. After the dilator was removed, the physician observed that the valve on the sheath was leaking. The sheath had already been inserted into the patient's groin when the issue was identified. The physician elected to continue the procedure using the same sheath, and the case was completed successfully. No patient complications occurred, and the patient recovered fully.